Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with broken reservoir tube lip and cracked case reservoir tube window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that crack was seen on reservoir compartment and customer states that insulin pump was not bumped or dropped. The device will not be returned for analysis.